Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that drawer did not detect on communication bus. A field service engineer power down station for 5 minutes. Powered up again to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation es system did not communicate, preventing user from removing the required medication and causing delays. The customer reported that they were able retrieved medication from other stations. There were no adverse events or injuries reported based on this event.